Manufacturer narrative:
It was reported to philips that the device had a black screen when starting up. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the device was repaired by the customer, the cause of which is unknown, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device had a black screen when starting up. There was no report of patient involvement.